Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction: urinary urge incontinence it was reported that they had the device implanted in (B)(6) of 2024. Earlier this week they had an unexpected emergency room visit and resulting 3-day hospital stay that required them to have an MRI. They generally do not travel with their remote because they tend not to make changes to the settings. Nonetheless, their hospital stay and treatment were delayed until they could find someone to travel to their home over 30 miles away from where they were located in order to get the phone and remote for the device and bring it to the hospital. Thankfully, it was not life-threatening because they may not have made it without the diagnostic procedure needed in a timely manner.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.